Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient noticed leaking from the ilet chamber several days prior to the call, which was discovered after blood glucose levels rose to 300 mg/dl. The patient removed the supplies, allowed the ilet to air dry, and completed a full supply change. Upon inspection, no obvious or overt damage was observed on the cartridge, connector, or inset that would explain the leak. Blood glucose levels stabilized approximately 1¿2 hours after the supply change, with elevated levels lasting a total of 2¿3 hours. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.